Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 3 months post implant of this 23 mm bioprosthetic valve, a 26 mm transcatheter valve was implanted valve-in-valve in the aortic position. The reason for the intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for intervention was reported as moderate stenosis and aortic insufficiency. If information is provided in the future, a supplemental report will be issued.